Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4) using two different test strip lot numbers (lots 36144512 and 36143822). This medwatch will apply to test strip lot number 36144512. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 36143822. At about 6 p.m., 3 measurements of the patient were performed using the meter. Each measurement was performed with a different sample collected from a different puncture. The first meter measurement using test strip lot number 36144512 was 1.8 inr. The second meter measurement using test strip lot number 36144512 was 1.8 inr. The third meter measurement using test strip lot number 36143822 was 1.4 inr. After a few minutes, the patient was tested at another site using a non-roche method, resulting with a value of 8 inr. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation. Relevant retention test strips (lot 361445) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.7 - 3.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.